Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the patient circuit for a sorin heater-cooler system 3t would not warm up during set-up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the patient circuit for a sorin heater-cooler system 3t would not warm up during set-up. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative followed-up with the customer to provide technical support over the phone. The customer was advised to replace the heating elements to resolve the issue. No further issues have been reported by the customer. Livanova (B)(4) believes the customer was able to repair the device on their own. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Tech support provided via phone.